Manufacturer narrative:
(B)(4). Batch # p5853f. Device evaluation: the analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received partially fired 1/2 and with the pan partially detached from the cartridge. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire farther. During the laparoscopic pancreatectomy, could not fire on the 3rd stroke firing. Another device was used to complete the surgery. There were no adverse consequences to the patient.